Manufacturer narrative:
(B)(4). Evaluation conclusion: off-label (neck angulation greater than 60 degree, neck angulation less than 10, no bifurcate implanted).

Event description:
An endurant ii limb stent graft system was implanted in the patient for the endovascular treatment of a 51mm abdominal aortic aneurysm. Vessel morphology at implant was reported as the proximal neck diameter was 16.3mm and the distal neck diameter was 15.9mm. Proximal neck length was 10mm. Infrarenal neck angulation was 67.2 degrees. It was noted that the patient did not have a bifurcate stent graft implanted. It was reported that during the index procedure, the physician decided to place the stent graft a little high intentionally due to the patient¿s anatomy. The device was implanted without issues; however, the renal artery was 70% occluded. The physician stated that there was good flow but after the physician tried to cannulate eventually the renal occluded completely. The patient's creatinine was lowered the following day, however the patient experienced belly or flank pain, probably from the occluded renal artery. The physician stated the event was related to the procedure. No clinical sequelae were reported and the patient will continue to be monitor by the physician. Film review analysis: review of pre-implant cta¿s revealed that the patient had a severely angulated and short proximal neck; the infrarenal neck was angulated approximately 80 degrees l-r and the neck was less than 10mm in length. The neck flow lumen diameter just below the level of the lowest left renal measured 15mm. The max diameter aaa measured 5cm. Just distal to the aaa the distal aortic diameter (distal seal zone) ranged from 22-24mm, and at the aortic bifurcation the distal aortic diameter was 15mm and calcified. The iliac arteries were non-tortuous but extensively calcified. Images during implant and post-implant were not available; the exact cause of the renal artery occlusion could to be determined. However, it appears likely that placement of the stent graft within the challenging short and angulated neck may have led to an inaccurately placed stent graft with coverage of the renal artery.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient is fine.